Event description:
Same case as: 2134265-2014-08449, 2134265-2014-08450. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit (mdu) of an ilab ultrasound imaging system was not pulling back. The lcd display was normal. The mdu was then changed with a different mdu and then it worked fine. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The product was received in good condition. The unit meets specifications for functional test. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-08449, 2134265-2014-08450. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit (mdu) of an ilab ultrasound imaging system was not pulling back. The lcd display was normal. The mdu was then changed with a different mdu and then it worked fine. No patient involvement was reported.